Event description:
It was reported, the monitor had no image. It is unknown when the issue occurred. There were no reports of patient injury or harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was not returned to olympus for inspection; therefore, the reportable malfunction could not be confirmed; however, in speaking with the olympus technical assistance center (tac) the customer confirmed that the video was connected to serial digital interface (sdi) 1. When checking the input dvi was selected, tac advised to change to sdi 1 and the picture was restored. Based on the results of the investigation, it is likely that the incorrect input setting was selected; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.